Event description:
It was reported that the patient received inappropriate therapy. There was oversensing with manipulation, the right ventricular lead impedance was greater than 3000 ohms, and a lead fracture was suspected. The pocket was opened so a new pace/sense lead could be added, however after freeing the lead and testing it, it was determined that the coil conductor (which had been fine) was also fractured. It was also noted that the patient had small venous anatomy. The physician decided to close the pocket and leave the lead in. The family has decided against having a new lead implanted and is pursuing other options for treatment. No further patient complications have been reported as a result of this event. Additional information received reported the lead was eventually explanted with fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; lead appears to have had a kink in it at the fracture site; full lead returned and analyzed.